Manufacturer narrative:
The customer reported that the remote network station (rns or remote monitoring system) has all beds displayed intermittently go into communication loss for 30 seconds and then recover. No patient harm reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) has all beds displayed intermittently go into communication loss for 30 seconds and then recover.